Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  ins is currently no longer working and hasn't for years. Patient could not say when they first noticed this. Patient inquired if interstim could just be taken out. Troubleshooting was unable to be performed as troubleshooting was not necessary and patient did not have patient programmer with them. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.